Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had big scratches on screen as insulin pump dropped. Customer states that due to the scratches he cannot read the screen. Customer¿s current blood glucose was 143mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.